Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer analyzer tested electrically out of specification as multiple errors were found during incoming inspection testing. The analyzer was decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.